Manufacturer narrative:
The customer confirmed that the content leak did not occur near the staple line.

Event description:
According to the reporter, the postoperative pancreatic leak did not occur near the staple line. The leak had nothing to do with the device.

Manufacturer narrative:
(B)(6). (B)(4). (B)(6).

Event description:
The surgeon used the stapler with the reload for the duodenum. The procedure performed was a total gastrectomy/r-y. The device worked normally during the surgery and the staple line seemed complete. The patient's fever had not come down after the surgery, then a postoperative pancreatic leak was confirmed. A reoperation (drainage operation) was performed on (B)(6). However, the postoperative pancreatic leak continues until today. The event occurred after the surgery was performed. The reoperation was required due to the issue. The product did not lock on tissue and was removed from the tissue without damaging it. As of (B)(6), the patient was in the hospital to observe the progress. Open drainage was applied. The surgeon found the staple line did not have a pancreatic leak so this incident was not related to the stapler.